Event description:
The customer reported that their pump screen was dark and would not turn on. The customer's blood glucose level at the time of the issue was 22 mmol/l. Despite attempts to troubleshoot by technical support, including pressing the center button and plugging the pump into a power source, the pump did not turn on. Customer reverted to an alternate method of insulin therapy.